Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. It was reported that the neither the customer, nor their healthcare provider were aware of the customer's insulin having been expired. The customer's blood glucose level was in the 400mg/dl to 600mg/dl due to the expired insulin. The customer's blood glucose level at the time of incident was 1400mg/dl. The customer states they stopped use of the pump for a while and reverted to their pens. The customer declined to troubleshoot the pump, because they attributed the highs to the expired insulin. No further assistance was provided at this time.